Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The needle mechanism was reset; no issues were observed that would indicate the cannula deployed early. The pod was found to have terminated in an occlusion alarm, a safety feature not considered a malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016 . Using the pod 5 / page 54 : warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and that the needle deployed the cannula early during the activation process. The pod was not worn.